Event description:
N/a

Manufacturer narrative:
UDI # (B)(4). The reported complaint was not confirmed as the product was not returned for evaluation. No DHR review was possible as no other lot or serial number was provided during the course of complaint investigation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A project manager reported that on (B)(6) 2020, the a2020 mayfield radiolucent skull pin, tips broke during a monteris medical ablation procedure. The patient was initially positioned supine and was not repositioned. The patient was pinned with MRI compatible a2020 mayfield sapphire pins with atama ring and atama board and head fixation (monteris medical product). While pinning in the beginning of the case, there was an audible sound that could not be pin pointed. When unpinning the patient at the end of the case, it was observed that two of the pin tips broke off into the patient skull. The physician then had to pluck them out of the skull. There was no delay in surgery and no patient injury reported.